Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero needleless connector the devices were damaged and cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Manufacturer narrative:
H.6. Investigation: a mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125653. From the information provided by the customer it appears that the customer experienced leakage from a crack to the component. A review of the production records for lot 20125653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. H3 other text : see h.10

Event description:
It was reported when using the bd maxzero needleless connector the devices were damaged and cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero needleless connector the devices were damaged and cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-oct-2022. H6: investigation summary two mz1000 china products were received without the original packaging for investigation; however, the customer indicated the complaint sample is from lot 20125653. Residual fluid was present in the device. The feedback provided by the customer indicates leakage was detected from a cracked maxzero device; the customer also indicated the device was disinfected with an alcohol pad for approximately 15 seconds before use. A visual inspection of the returned sample did not identify any defects or manufacturing issues which could have caused or contributed to the reported leakage. Functional testing was performed by connecting the devices to a 50ml bd plastipak syringe from stock before flushing with fluid; no leakage was detected from the female luer or male luer. The returned samples were then subjected to pressure testing; again, no leakage was detected from the female luer or male luer of the maxzero device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported when using the bd maxzero needleless connector the devices were damaged and cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."